Manufacturer narrative:
No information has been provided to date. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Product sample was received, but not yet evaluated. No visual and functional testing has been performed. The reported issue could not be confirmed as the product sample has not yet been evaluated.

Event description:
It was reported that the pump continuously beeps when unplugged. The device exhibited a cracked top case and issue to the plunger. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had the top case cracked and chipped by the front right and left bottom corners. Bottom case cracked by the "l" bracket pole clamp and missing, broken seal (lining). Cracked and chipped right plunger case and visible contamination were present. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced top case, bottom case and plunger head assembly. Installed new battery pack. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000 h4: correction: device manufacturing date: 27-may-2014.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 02 june 2022 via email and attached to complaint object: the issue occurred during the infusion, while in use with the patient, the product did not cause patient or clinical injury, the infusion was not life sustaining, no medical intervention provided. H6: event problem and evaluation codes: updated.